Manufacturer narrative:
(B)(4). Analysis summary: it was found that the device was in good condition and cycled properly. The instrument met all functional requirements and was conforming.

Manufacturer narrative:
Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a diaphragm plication on (B)(6) 2018 and a suturing device was used. An x-ray was performed to ensure the efficacy of the procedure. Upon examination of the x-ray result, it was determined that a suture needle from the device was left in the patient's diaphragm. The needle was removed from the patient without complication on (B)(6) 2018. No additional information was provided.